Manufacturer narrative:
Discrepant positive d(rh1) typing result for a patient sample. The assignable cause is sample related, associated with the patient exhibiting partial d and subsequently developing an anti-d(rh1) antibody after the birth of a d(rh1) positive newborn. No general product failure was identified. A d(rh1) positive result was reported to the physician. The patient was not harmed.

Event description:
Mxp2499280; windchill ra600922. The customer reported female patient of child bearing age, tested at another facility in 2010 as a negative. In 2017, patient was typed as a positive (methodologies unknown). In 2019, patient typed as a positive and antibody screen negative. Now in 2023, patient types as a positive and antibody screen positive; anti-d was identified. Patient has two known pregnancies; rhogam was given for first pregnancy. The customer stated that they had processed quality control samples to validate the ortho mts system and that the results were as expected on the day of the reported events. The card storage conditions were aligned with ortho's recommendations. The sample preparation protocol was aligned with ortho's recommendations. Information regarding the protocol for testing used at the other facilities was requested and was not provided by the customer. The e-connectivity results report for testing performed on this customer's ortho vision ID-mts analyser were extracted and confirmed the pattern of reactions as described by the customer. A review of manufacturing batch record of ortho mts a/b/d monoclonal reverse grouping card lot 081822037-19 was carried out at ortho's manufacturing site. No non-conformances or deviations were identified. The results of all in-process and quality assurance release for sale tests were found to be within specifications. As part of the investigation of the reported events, samples known to be d(rh1) positive, d(rh1) negative and weak d sample were tested for d(rh1) typing using retained samples of ortho mts a/b/d monoclonal reverse grouping card lot 081822037-19 at ortho's manufacturing site. The expected positive and negative reactions were obtained, therefore the issue reported by the customer could not be reproduced. A total of 100 retention cards were visually inspected and no defects were identified. The review of the worldwide complaint databases was performed for ortho mts a/b/d monoclonal reverse grouping card lot 081822037-19 through to (B)(6) 2023. No other complaint was reported against this sub lot for call area's falsepos/discres. No trend was identified. No further investigation was performed on this incident. The assignable cause is sample related, associated with the patient exhibiting partial d and subsequently developing an anti-d(rh1) antibody after the birth of a d(rh1) positive newborn. No general product failure was identified. In any case there was no evidence of any systematic failure of the ortho clinical diagnostics reagents and analyser to perform as intended.